Event description:
It was reported that the bd syringe plastipak 10ml s/su stopper was defective/damaged. The following information was provided by the initial reporter translated from portuguese to english: "identified a 10 ml disposable syringe with a threaded nozzle showing deformity in the rubber nozzle. Lot. 4054830 val. 02/2029"

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Photos received by our quality team for investigation. Through visual inspection, it was observed that the stopper was incorrectly assembled to the plunger, distorted against the barrel wall. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. This issue was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up report for correction. The date of event was incorrect in the initial MDR, date should be 31/05/2024. The event or problem was incorrect in the initial MDR. Event or problem should include rubber "plunger" and not rubber "nozzle", as embolo means plunger in portuguese.

Event description:
Identified a 10 ml disposable syringe with a threaded nozzle showing deformity in the rubber plunger. Lot. 4054830 val. 02/2029.